Event description:
It was reported that the pump only "takes the edge off" his pain. The patient's symptoms included anxiety, altered mental state, hallucinations, loss of bowel control, severe diarrhea, vomiting, hip (he had transplant) and lower back pain. Patient was refilled every 2 months, but later changed his refill interval to 4-5 months. The patient's next refill date was 2012 (B)(6). About 3.5 to 4 months ago the patient's physician stopped providing oral medication for breakthrough pain and the patient experienced withdrawal symptoms. The patient was instructed to take 6 pills of one medication, 5 of another, and then 6 of another and medication for anxiety. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), product type catheter. For use by user facility/importer(devices only). (B)(4).

Event description:
Additional information received reported that patient experienced withdrawal symptoms for about 3 weeks and the symptoms included shakes, chills and he was "tearing pieces of paper and throwing them around." The patient's anxiety "was so high that his brain did not even function sometimes." Additional information received on (B)(6) 2012 reported that patient had both of his hips replaced. He had two back surgeries. The patient's nerve was "jumpy" and he could not sleep at night. He was having a hard time and the doctor would not "turn up" his medication. The patient was dissatisfied with the doctor. It was also reported that the patient had shingles and the doctor "started stabbing him in the back with steroids." The vertebra then got "inflamed" and "they had to remove it." Per reporter, the doctor "fused" patient's vertebra. The patient outcome was unknown.

Manufacturer narrative:
(B)(4).